Event description:
During index procedure, one complete se peripheral stent was implanted to the mid right sfa. Approx 14 months post procedure, in-stent restenosis of the right sfa was reported. A clinically driven target lesion/target vessel revascularization was performed (balloon angioplasty). Investigator reported a possible relationship to the study stent. Pt recovered with treatment.

Manufacturer narrative:
(B)(4), root cause of restenosis unknown. Restenosis of stented segment.

Event description:
Approximately 15 months post procedure in-stent restenosis of the right sfa was reported. Patient was hospitalized and vascular intervention was performed. Patient recovered with treatment. Investigator reported no relationship to study stent.